Event description:
It was reported that this system has been experiencing elevated pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated due to an out of range measurement greater than 2000 ohms. Additionally, elevated threshold measurements were noted. The patient was brought into the clinic for evaluation and the issue was not able to be reproduced. The patient is asymptomatic and the physician will continue to monitor the system. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).